Event description:
The customer reported having battery issues and the insulin pump alarmed motor several times. The blood glucose reading was 184mg/dl. Troubleshooting was performed, and the drive support cap was loose. The caller mentioned that the end cap sticker was missing. Advised the customer to discontinue the use of the device and revert to back u plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.